Manufacturer narrative:
Full patient identifier is case: (B)(6). The field service engineer (fse) did not provide demographics such as age, date of birth, weight, ethnicity or race. The beckman coulter (bci) fse was on-site performing a preventative maintenance (pm) procedure on the instrument when the electrical short was discovered. The fse found that a wire running to the stepper motor was stripped bare of its insulation and touching the aluminum base thus energizing the area. The fse was able to replace the motor with the faulty wire and corrected the issues. All verification testing passed within specifications after the repairs were completed. In conclusion, the cause of this event is due to a hardware malfunction.

Event description:
The beckman coulter (bci) field service engineer (fse) reported that an electrical short occurred on a customer's unicel dxi 600 access immunoassay system serial number (B)(4). The fse noted that during a preventative maintenance (pm) procedure he clamped off a tubing to the wash reservoir peristaltic pump using a hemostat. The hemostat touched the aluminum base that the peristaltic pump vacuum interface printed circuit board (pcb) was attached to and shorted out. The aluminum base should not have been energized. There was no report of harm or serious injury to the user. There was no report of death in conjunction with this event. The fse was able to repair the instrument and correct the electrical short.